Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that this is a duplicate report, already reported under report no.: 1020279-2019-02708, therefore, it was determined that this case does not meet the threshold for reporting. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that during surgery, the interlocking pieces that allow to move the x bar, came apart while impacting. No delay. Backup device available. No injury or impact to patient reported.